Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report. Device evaluation in progress.

Event description:
Patient reported replacing the battery in the infusion device; continues to beep. Patient stated the device displays and e8 (power interrupt) error message. Preliminary evaluation on (B)(6) 2013 found the infusion device rattles by shaking. Also vibration alarm is not working and e7 (electronic error) message has not been displayed. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result main findings: the warning w8 (bolus cancelled) were found in the pump history. The mentioned w8 warning is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the iu investigation. The vibrator's inbalance is fallen off due to a hard mechanical impact. Due to this problem the customer got no feedback from the vibrator. Consumables: n/a e8 the problem mentioned by the customer could not be reproduced. Vibra: the problem mentioned by the customer could not be reproduced. Therefore no corrective or preventive actions will be initiated. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.